Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, increased capture threshold and decrease in r-wave amplitude was noted. The lead was explanted and replaced when repositioning was unsuccessfully. Patient will continue to be monitored.